Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 and (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was unknown. The customer reported having symptoms of nausea and vomiting. The customer was not wearing the insulin pump for 1 day prior to the time of hospitalization due to no delivery alarms. Customer was treated with insulin drip. Troubleshooting occured. Advised reservoir would be replaced.